Manufacturer narrative:
The calibration results were within specifications. The qcs were within +/- 2 sd. The alarm trace did not indicate any issues. A preanalytic issue was noted at the customer site. The high leukocyte concentration of the sample led to an accumulation of cells close to the plasma surface. Preanalytics are within the customer's responsibility. A general reagent problem can be excluded because the calibration and qc are acceptable.

Event description:
The initial reporter received a questionable alp2 alkaline phosphatase acc. To ifcc gen.2 result for one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was not reported outside of the laboratory. After less than one hour, a new sample was collected from the patient. The initial result of the initial sample was 420 u/l. The repeat result was 113 u/l. The result of the new sample was 68 u/l. The reagent lot number is 64607701 with an expiration date of 31-mar-2023.